Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture was not available at time of MDR filing.

Event description:
The hospital reported a display and oxygen cell issue. The unit was sent to ge depot repair center where the on/off switch issue was noted. There was no reported patient involvement.